Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), genital haemorrhage ("heavy bleeding") and oesophageal infection ("esophagus infections") in a (B)(6) female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils would not go in easily/ it took over an hour to place both essure coils.". The patient's past medical history included multigravida, parity 2 ((B)(6) 1997, (B)(6) 2004), c-section (two c sections) and recurrent abortion (5 between 2009 and 2011.). Concomitant products included omeprazole for acid reflux (oesophageal). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced rash ("rashes"), oropharyngeal pain ("sore throat") and infection ("esophagus infections from eating foods with nickel in them"). In 2013, the patient experienced oesophageal infection (seriousness criterion medically significant), eating disorder ("difficulty eating"), headache ("headache"), migraine ("migraines"), skin exfoliation ("scaly"), swelling ("swelling of the body"), discomfort ("severe discomfort") and dysphagia ("difficulty swallowing"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nauseous"), allergy to metals ("nickel allergy") with blister, pruritus ("itching all over the body"), anxiety ("anxiety"), ill-defined disorder ("illness"), vertigo ("vertigo"), multiple allergies ("allergies"), dermatitis ("dermatitis"), presyncope ("almost passed out") and feeding disorder ("could not eat"). The patient was treated with surgery (surgical removal of her fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, oesophageal infection, nausea, rash, eating disorder, oropharyngeal pain, pruritus, anxiety, ill-defined disorder, infection, vertigo, multiple allergies, skin exfoliation, swelling, dermatitis, discomfort, dysphagia and presyncope outcome was unknown and the allergy to metals, headache and migraine had not resolved. The reporter considered allergy to metals, anxiety, dermatitis, discomfort, dysphagia, eating disorder, feeding disorder, genital haemorrhage, headache, ill-defined disorder, infection, migraine, multiple allergies, nausea, oesophageal infection, oropharyngeal pain, pelvic pain, presyncope, pruritus, rash, skin exfoliation, swelling and vertigo to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. She was not advice of complications from essure removal procedure. Diagnostic results: (B)(6) 2012:vaginal ultrasound:essure confirmation test. Approximately 2014; skin patch test & food test; she was diagnosed with nickel allergy. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received events ¿one of the coils would not go in easily/ it took over an hour to place both essure coils, nauseous, almost passed out, severe nickel allergy, rashes, esophagus infections, itching, headache, migraines, illness, infections, vertigo, allergies, anxiety, dermatitis, severe discomfort, difficulty swallowing, and are added. Lot number added. Lab data updated. Historical condition and drug added. Concomitant condition and drug added. Patient, product and reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), genital haemorrhage ("heavy bleeding") and oesophageal infection ("esophagus infections") in a 38-year-old female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils would not go in easily/ it took over an hour to place both essure coils.". The patient's past medical history included multigravida, parity 2 ((B)(6) 1997, (B)(6)2004), multiple caesarean sections (two c sections), recurrent abortion (5 between 2009 and 2011.), vaginal bleeding and abortion spontaneous incomplete. Concomitant products included omeprazole for acid reflux (oesophageal). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced rash ("rashes"), oropharyngeal pain ("sore throat") and infection ("esophagus infections from eating foods with nickel in them"). In 2013, the patient experienced oesophageal infection (seriousness criterion medically significant), eating disorder ("difficulty eating"), headache ("headache"), migraine ("migraines"), skin exfoliation ("scaly"), swelling ("swelling of the body"), discomfort ("severe discomfort") and dysphagia ("difficulty swallowing"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nauseous"), allergy to metals ("nickel allergy") with dermatitis allergic, pruritus generalised ("itching all over the body"), anxiety ("anxiety"), ill-defined disorder ("illness"), vertigo ("vertigo"), multiple allergies ("allergies"), dermatitis ("dermatitis"), presyncope ("almost passed out") and feeding disorder ("could not eat"). The patient was treated with surgery (surgical removal of her fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, oesophageal infection, nausea, rash, eating disorder, oropharyngeal pain, pruritus generalised, anxiety, ill-defined disorder, infection, vertigo, multiple allergies, skin exfoliation, swelling, dermatitis, discomfort, dysphagia and presyncope outcome was unknown and the allergy to metals, headache and migraine had not resolved. The reporter considered allergy to metals, anxiety, dermatitis, discomfort, dysphagia, eating disorder, feeding disorder, genital haemorrhage, headache, ill-defined disorder, infection, migraine, multiple allergies, nausea, oesophageal infection, oropharyngeal pain, pelvic pain, presyncope, pruritus generalised, rash, skin exfoliation, swelling and vertigo to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition.she was not advice of complications from essure removal procedure. Insertion details: sterilization. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils- that appeared trailing into the uterine cavity was 4. Placement was challenging due to the retroflexed uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jan-2012: hsg showing occluded tubes bilaterally 30-jan-2012:vaginal ultrasound:essure confirmation test. Approximately 2014; skin patch test & food test; she was diagnosed with nickel allergy. *pathology report: specimen(s): a :explanted essure implants. B: endometrial curettings. C. Skin tag. Final diagnosis: a. Explanted essure implant (gross only). B. Early secretory endometrium without pathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.